Event description:
It was reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer tried using different charging supplies, and the pump eventually began charging after being connected to a working outlet for at least 30 minutes. Tandem technical support informed the customer that using non-tandem charging supplies is not recommended unless for troubleshooting. A replacement tandem charging cable was sent to the customer via two-day shipping. No additional information was received regarding the outcome of the event.